Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call keypad anomaly and battery out limit alarm. Customer's blood glucose level was 410 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for keypad anomaly was performed. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer received a battery out limit alarm and was unable to clear it as a result of the buttons being unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive up button response due to corroded keypad traces. Unable to perform the operating current test or verify the battery out limit due to the unresponsive buttons. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.